Event description:
Received a voicemail message from health professional requesting a return kit for an explanted device. No additional information was provided. Further follow-up with the health professional noted the device was explanted due to an alleged leak.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."